Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery and the infusion set was changed. The customer's blood glucose (bg) level was 250 mg/dl and a bolus via a pen was delivered to address the bg level. As the infusion set was changed, a pump system check was not performed and the cause of the occlusion could not be determined.